Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for evaluation, the root cause of the reported event (balloon slipping off the distal end of the scope requiring retrieval from the body) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the balloon does not seem to have as "snug" a fit onto the evis eus ultrasound bronchofibervideoscope (bf-uc190f) as it does on the evis exera ii ultrasonic bronchofibervideoscope (bf-uc180f) so much so that in some instances, the balloon slipped off the distal end of the scope at withdrawal and had to be retrieved from the patient. In some instances where the balloon is deemed not for purpose due to fit, the medical staff have made a call to remove the balloon altogether and use the close contact method instead. Olympus further received information from the customer who clarified that the incident where the balloon fell off and was retrieved only happened once. The customer also explained that the balloon does not seem to have as snug fit on the bf-uc190f scope almost every time and that the main issue is when blood or mucus is trapped at the lip of the balloon and creates a red film over the image. There was no further harm or user injury reported due to the event. This MDR is being submitted for the reportable malfunction and serious injury from the balloon slipping off the distal end of the scope and having to be retrieved from the patient. The related patient identifier (B)(4) reports the balloon.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.